Event description:
It was reported that the device's primary audible alarm repeatedly alarms after gluing j9 connector. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: event date unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the device's primary audible alarm repeatedly alarms after gluing j9 connector¿ was confirmed. The probable cause was a faulty interconnect board. The board was replaced and the device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.